Event description:
Customer reports one incident of a blood leak on use #14 at the end of pt treatment. Noted by a blood leak alarm. Estimated blood loss was 250 cc's. No patient injury or medical intervention reported.